Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported experiencing high blood glucose for the past six days. The customer's blood glucose reading at the beginning of the call was 339mg/dl, and at the end of call was 347mg/dl. The customer treated her glucose level with manual injections. Troubleshooting was performed. The programming, time, and date on the insulin pump were correct. The customer stated that she noticed air bubbles in the tubing, and she stores the insulin in the refrigerator. Suggested to customer that she needs to let the vial degass, which may have caused the air bubbles. Ran a fixed prime test and the device passed the test. Performed a high pressure test and failed several times. No further info was provided.